Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the leadless implantable pulse generator (ipg) could not be interrogated successfully using multiple programmers. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.